Event description:
It was reported that the user experienced recurrent overnight hypoglycemia while using the ilet bionic pancreas, with the device alerting for low glucose between nighttime hours and a lowest reported blood glucose of 32 mg/dl; the user¿s clinician requested a change to the overnight target range. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review for potential device performance issues and user troubleshooting and education. Investigation of this case revealed no reported device alarms or malfunctions and no confirmable device contribution, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.